Event description:
During product evaluation by a baxter service technician, a colleague infusion pump had a disconnected rear harness to p12 connector of the uim pcb (user interface module printed circuit board). This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a disconnected rear harness assembly. To correct the condition, the rear harness assembly was reconnected to the p12 connector of the user interface module printed circuit board (uim pcb). If any additional information is received, a follow-up MDR will be sent.